Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic assisted distal gastrectomy procedure, the surgeon tried to fire the device, however it could not be fired. It was replaced by a new cartridge and connected to the adapter and the firing was completed with no problem. No harm was caused to the patient.